Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. The customer was treated with insulin shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleging possible insulin pump under delivery. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer stated that they performed displacement test and they were able to passed the test. The customer also stated that they performed the high pressure test but they were not able to passed the test. The insulin pump will be and reservoir will not be returned for analysis.